Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was noted that the device exhibited alerts for right ventricular lead noise. The associated electrograms showed bursts of ventricular noise. The same noise was reproducible in clinic with isometric testing. The patient was asked to push their hands against a surface and noise was observed. There were no intrinsic rhythm found at vvi 30 beats per minute and the patient was advised to avoid making the same movements in case the anomaly occurred again. The physician elected to not perform any interventions at this time. The patient's condition was stable.